Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 28-feb-22. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, '"sensor ended" while wearing the adc device. As a result, the customer experienced weakness and had a seizure, and lost consciousness. Hcp contact was made and the customer was provided intravenous glucose by the hcp for treatment and seizure medication. The customer was hospitalized from (B)(6) 2022. No further information was reported. There was no report of death or permanent injury associated with this event.